Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's stimulation quit working on (B)(6) 2017. The patient met with a manufacturer's representative (rep) on (B)(6) and everything was working fine. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.